Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reports severe pain at the implant site after multiple impacts on the device.

Manufacturer narrative:
Additional information: according to the information received from the field the recipient experiences pain at the implant site after repeated impacts to the head. In addition, the electrode partially migrated out of the cochlea. Further in situ measurements in 2010 show two channels involved in a short circuit. Revision surgery is planned but no date has been scheduled yet.

Event description:
The user reports severe pain at the implant site after multiple impacts on the device. The pain is present both with and without stimulation.

Manufacturer narrative:
Conclusion: according to the information received from the field the recipient experienced pain at the implant site after repeated impacts to the head. In addition, the electrode partially migrated out of the cochlea. Further device investigation revealed damage to the active electrode caused by device minute mobility. Other mechanical damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
The user reports severe pain at the implant site after multiple impacts on the device. The pain is present both with and without stimulation. The user has been re-implanted.